Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed to deliver a pulse with associated code 203 and code 102. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During servicing, the monitor failed to deliver a pulse with associated service code 203 - pulse test fault and code 102 - charge profile fault. The cause of the pulse test fault is the charge profile fault. The cause of the charge profile fault is poor solder connections at resistors r8 and r30. The root cause of the poor solder connections cannot be positively identified but is likely assembly error. No adverse event resulted from the poor solder connections. The last pt to use this monitor did not report any deficiencies.